Event description:
It was reported that on (B)(6) 2026 the patient developed an infection at the infusion site (abdomen) while wearing the pod between 36 and 48 hours that left a scar. The patient reports they developed an infection at the pod¿s infusion site. The patient reported that the site was red, swollen and had purulent discharge. The patient reported that the infection cleared on its own, without any medical intervention, however there is now a scar left at the site. Related cases: (B)(4).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s938usqs7bylr. Hardware: sm-s938u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.